Manufacturer narrative:
Follow-up #2 date of submission 09/16/2016-device evaluation: the cartridge has been returned and evaluated by product analysis on 08/24/2016 with the following findings: there was no evidence of por events found in the blackbox. Intermittent power issue was not duplicated during the investigation. There was no evidence of physical damage found on pump casing or battery cap. The pump was exercised for 24 hours with no intermittent power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.